Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). Despite delivering boluses totaling 20+ units, the patient's blood glucose levels reached up to 397 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include hyperglycemia. At the hospital, the patient self administered insulin through his old pump therapy (tandem), and was released after spending 4-5 days in the hospital. The patient eventually resumed treatment with omnipod.